Event description:
A (B)(6), male, pt, called zoll customer support to report that his response buttons were not working. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4), has been completed. The reported problem (response buttons not working) has been confirmed. Upon inspection, it was found that the rear response button was not functioning. This would not allow the monitor to power on past the splash screen. The non-functioning rear response button was due to the rear response button cable not being plugged into the socket. The root cause of the unplugged response button cable could not be determined. No adverse event resulted from the inoperative response button. The pt was issued a replacement monitor.